Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 1 year and 2 months following the implant of this transcatheter bioprosthetic valve, while experiencing an active strep throat infection with shortness of breath and fevers, endocarditis was noted. The organism cultured was streptococci. The patient was hospitalized, and medication was administered. No additional adverse patient effects were reported. Additional information was received that following treatment for the endocarditis, valvular regurgitation occurred. Subsequently, a non-medtronic valve was scheduled to be implanted valve-in-valve as treatment.

Event description:
Medtronic received information that approximately 1 year and 2 months following the implant of this transcatheter bioprosthetic valve, while experiencing an active strep throat infection with shortness of breath and fevers, endocarditis was noted. The organism cultured was streptococci. The patient was hospitalized, and medication was administered. No additional adverse patient effects were reported. Additional information was received that following treatment for the endocarditis, valvular regurgitation occurred. Subsequently, a non-medtronic valve was scheduled to be implanted valve-in-valve as treatment. Additional information was received to clarify in the setting of active endocarditis, the valvular regurgitation was moderate, central pulmonary regurgitation.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. H6. Device code was added. Additional codes. An annex g code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.